Event description:
Philips received a complaint on the efficia dfm100 defibrillator/monitor indicating that the device did not pass the operation control test, and the therapy capacitor part was out of tolerance and was defective. There was no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
Reporting address line 1: (B)(4). Reporting address state: (B)(4). Reporting address postal: (B)(4). Reporting institution phone: (B)(4). Reporter phone: (B)(4). A follow up report will be submitted upon completion of the investigation.